Event description:
It was reported that the pump was booting up with a green screen. Per reporter when it was reset, it would work for a short time and then go back to a green screen. It is unknown if there was any patient involvement or if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was damaged and the bottom case was cracked under the l-bracket. It was observed that the tamper seals were removed or broken. Functional testing included running the pump through the power-up process and occlusion testing. It was found that on power-up the pump exhibited a blank green screen with an alarm. The pump went back to the green screen during the occlusion test. The investigation determined that contamination on the main board was the cause of the reported issue. The main board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.